Manufacturer narrative:
H3: product analysis: evaluation determined that the device was tested and the temperature rise was measured to be 18 degrees fahrenheit. The likely cause of failure is worn front and rear bearings. It was also noted motor was noisy. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request was initiated for the device with the report of overheating. It was reported that there was no patient involvement.